Event description:
The account alleged the bed has no nurse call. No injury reported.

Manufacturer narrative:
The technician found bent pins on the communication cable. The technician replaced the communication cable to resolve the issue.